Manufacturer narrative:
Visual inspection of the returned pump revealed biomaterial observed occluding approximately 50% of the purge gap. The pump was connected to a console and ran in a water basin during which high purge pressures were reproduced. Therefore, the root cause of the reported high purge pressure was most likely ingested biomaterial occluding the purge gap. Refer to es2020-075 for more information. No data logs were provided. Furthermore, the cause of the reported bleeding/melena was most likely patient condition and the relation to impella was determined to be unknown/unrelated. The root cause of the suspected hemolysis was unable to be determined as limited clinical information and no data logs were provided. Biomaterial was found in the purge gap of the pump but without data logs the time in which biomaterial was ingested is unknown. Bleeding also occurred which could have lead to low patient volume but without data logs it is not possible to tell when/if this effected the function of impella. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced bleeding at the impella access site and received blood products. Despite replacing the purge cassette, the purge pressure high alarm persisted. Additionally, hemolysis was observed. It is unknown how hemostasis was achieved regarding the complication. The patient continued on support until the device was successfully weaned.